Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken display. It was also indicated that the case was cracked, the hanger was cracked, keypad window was damaged, and six case screws were contaminated. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken display. The epg was returned for service. There was no patient involvement.